Event description:
Medtronic received information that three days after the implant of this transcatheter bioprosthetic valve, irreversible symptomatic bradycardia was noted. Subsequently, a permanent pacemaker was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Manufacturer narrative:
Additional information was received indicating that two days post transcatheter valve implant, an eight second run of asystole was noted before a wide complex junctional escape resumed. No pulse was found and cardiopulmonary resuscitation (CPR) was done. After the pulse returned, an emergent temporary venous pacing was placed. During the procedure, two episodes of asystole occurred that was resolved with temporary venous pacing. The patient recovered and a permanent pacemaker was successfully implanted the next day. No additional adverse patient effects were reported. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.